Manufacturer narrative:
Device evaluation: the complaint battery charger received for analysis was a dewalt (B)(4) 230v charging unit. This dewalt charger is an off the shelf product that is not manufactured or distributed by boston scientific. No testing was conducted on this product as this product has a different design than the boston scientific polarcath battery charger and is not compatible with polarcath testing equipment. While we are unable to determine if there are any issues with this charger, the complaint battery was recharged and during testing gave a low battery message on the inflation unit. The returned device is not manufactured or distributed by boston scientific, therefore there are no manufacturing records to review. The most probable root cause of the reported complaint has been determined to be caused by other device. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2011-00579. It was reported that in preparation for a cryoplasty procedure the battery would not charge. Prior to a cryoplasty procedure the physician attempted to test the equipment and the rechargeable battery would not charge. The physician decided to reschedule the procedure as another rechargeable battery was not available. It is unknown if the issue was with the battery or the battery charger. No complications were reported.

Event description:
Same case as: 2134265-2011-00579. It was reported that in preparation for a cryoplasty procedure the battery would not charge. Prior to a cryoplasty procedure the physician attempted to test the equipment and the rechargeable battery would not charge. The physician decided to reschedule the procedure as another rechargeable battery was not available. It is unknown if the issue was with the battery or the battery charger. No complications were reported.